Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around 6 months after implant placement. The bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.